Manufacturer narrative:
Medical device expiration date: unknown. Returned to manufacturer on: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for (B)(6) was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® barricor¿ lithium heparin plasman blood collection tubes weren¿t filling completely. No serious injury or medical intervention reported.